Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle hub is stuck in the serter. The customer's blood glucose reading was 409 mg/dl at the time of incident. Troubleshooting advised customer to return the serter with the needle hub inside for analysis. The customer was advised that the device would be replaced.